Event description:
There was a report of an incident where a bag was pierced letting air into the tubing causing an air embolism. A pt with an open fracture of the left elbow was receiving piperacilline 39ml for 6 hours via a PICC line. The therapy was began in sept and the pharmacist initially programmed the pump. It was reported that 5 days later at 15:00 hours the IV bag with antibiotics was changed by the evening home care nurse. After the new bag was changed the pump was restarted and no abnormality was noted. Later in the evening the pt started feeling chest discomfort and increasing shortness of breath. A chest x-ray was done and showed a lung embolus. The staff at the hospital found that the bag had been punctured (at the inner junction where the tubing is inserted). No leaking was produced, but air was being pumped into the tubing, which was completely empty by then and stiff. The pt was placed under close supervision and the air thrombus resolved itself after 3 to 4 days. The rep for this area is reported to have visited this facility prior to the event and discussed the use of an administration set with an air-eliminating filter, as there is no air detector on the cadd-plus pump. It is reported they opted not to use them due to the added expense.